Event description:
Us complainant reported the patient was on impella rp flex support and after the implant, staff needed to apply an additional suture at the access site to maintain hemostasis. Support continued. Additionally, while on support, placement signal not reliable alarms occurred. Support continued and staff monitored. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
It was further reported that the patient continued on support despite the continuous placement signal alarms but was eventually explanted to a different device.

Manufacturer narrative:
The investigation for the placement signal and access site bleed has been completed. No product was returned for investigation. Data logs show that about 4 hrs into the case the ps begins to drift downwards for 1.5 hrs before triggering psnr dp out of range alarm. The flow calculation is disabled. About 6 hrs later ps recovers but then drifts up for 2 hrs then down for over 1 hr. Psnr alarm triggered again and ps lost with flow calculations disabled for remainder of case. Cvp and 5s parameters in specification. No mc spikes outside of p-level changes. The root cause of the placement signal issue was most likely dp sensor drift. Clinical details state that a second hemostatic suture was needed to maintain hemostasis at the lij access site. The cause of the access site bleeding major issue was not determined since product was not returned and there is a lack of clinical details. The instructions for use referenced in the initial report is for the impella rp flex with smartassist instructions for use & clinical reference manual. Added b1-selected product problem, b5 additional event description h6 med dev prod prob 2993 changed to 1559.